Event description:
The consumer was outdoors when the unit allegedly gave way at the weld mount, causing the consumer to fall. No injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.